Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 422 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer addressed bg level with a correction bolus. Tandem technical support offered to troubleshoot; however, the contact declined. The contact reported to have been waiting for a call from health care provider to make adjustments on customer's pump settings.